Event description:
Olympus was informed that a patient underwent a laparoscopic hysterectomy using a morcellator. The patient was unaware that she had cancer prior to the procedure. After more than one year of the procedure, the patient was diagnosed with multiple cancerous tumors in her abdomen. The patient received additional surgeries and chemotherapy. The patient is closely being monitored for new tumors. It was alleged that the use of the morcellator disseminated cancer cells that were in the patient's fibroid. Olympus contacted the user facility via telephone and in writing to obtain additional information regarding the reported event, but with no success.

Manufacturer narrative:
No device has been returned to olympus for evaluation. However, olympus cannot conclusively determine the exact cause of the reported phenomenon. Olympus will continue to investigate this report, and if additional significant information becomes available at a later time, this report will be supplemented.